Event description:
A falsely non confirmed (B)(6) result was obtained on a patient sample. The patient sample was (B)(6) for (B)(6) and tested with the advia centaur xp (B)(6) confirmatory (conf) assay. The (B)(6) confirmatory initial result was redilute and the diluted result was non confirmed. A discordant result of non reactive was released to the physician. The patient sample was tested on an alternate method and the result was (B)(6). A viral load in the millions was obtained with pcr testing. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory IFU states in the interpretation of results section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that current methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A false (B)(6) test result or invalid confirmatory result does not exclude the possibility of exposure to or infection with (B)(6). Caution: it has been reported that certain assays will not detect all (B)(6). If acute or chronic (B)(6) infection is suspected and the (B)(6) result is nonreactive, it is recommended that other (B)(6) serological markers be tested to confirm the hbsag nonreactivity."